Event description:
Device 1 of 3. Reference MFR report: 1627487-2019-03408. Reference MFR report: 1627487-2019-03409. It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue.